Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 2000 ml eva tpn bags leaked at the administration port after being filled. This occurred prior to infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Four (4) actual devices were returned and an evaluation is complete. A visual inspection was performed and observed no defects to the administration port on all of the samples. A functional leak test was performed by filling the bags with water. A leak was observed from the spike port cap on three of the samples. The fourth bag leaked from the spike port tubing weld and from the spike port cap. Magnified inspection of the fourth bag observed a tear at the spike port tubing weld. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.